Event description:
It was reported that the zimmer dermatome was skipping and having difficulty determining depth. Additional clinical follow up with the hospital indicated that there was no information from the surgeon or staff indicating a poor procedure outcome. No additional information was available regarding the device problem reported. According to the reporter, alternate dermatome equipment would have been immediately available and most likely used to complete the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 24 years old and was last returned to the manufacturer for repair on (B)(6) 2009. Upon arrival; the device displayed damage along the control bar and head. During repair, discoloration was observed on the inside of the unit. Prior to repair, device was outside calibration at the zero thickness setting; however this would not impact grafting ability. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.